Event description:
It was reported that the customer ran out of sensors and insulin. Therefore, she was no longer using the insulin pump. She had issues changing the sensor sooner than expected and was not able to calibrate. Her blood glucose level was not reported. The customer experienced an adverse event but her spouse is a doctor so no emergency medical assistance was needed. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.